Event description:
It was reported that the pacemaker (pm) was explanted prophylactically due to the 2022 zenex, assurity, and endurity pm advisory notification. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).